Event description:
It was reported that the device had failed sensor accuracy. There was no patient involvement.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had failed sensor accuracy. There was no patient involvement.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. Omit: c20 - no findings available. Additional information: imdrf annex a,b,c codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported device having failed sensor accuracy was not identified during the customer call. The tech support explained to the customer that the old etco2 and the bd etco2 accuracy are different. The customer wanted to have a supervisor call him. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.